Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was replaced due to an aspiration issue and a change in the patient's therapeutic effect. It was reported that patient was 'not getting efficacy at all'. The catheter was explored with no visual tears or leaks noted. Healthcare provider tried unsuccessfully to aspirate drug and/or cerebral spinal fluid (csf) from the pump. The catheter was then replaced on (B)(6) 2012. The medication was to be titrated following the revision for efficacy. The patient was inpatient as of (B)(6) 2012, and as of (B)(6) 2012 it was reported that the patient was getting 'efficacy with new catheter'. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type catheter. (B)(4).